Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the connecting tube exhibited one of the lock levers broken off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to d8, h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the reported issue was confirmed. It is likely that external stress was applied to lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. However, the root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. User can detect irregularity by inspecting the item as follows: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. The reported event ¿connecting tube was broken¿ was confirmed at sbc inspection of the item and from the attached images of the event. Olympus will continue to monitor field performance for this device.